Event description:
Information received indicates the technician found a hole in the siderail caregiver label which was allowing fluid onto the caregiver board.

Manufacturer narrative:
The technician replaced the left siderail caregiver board and label, and performed a bed reset to repair the bed.